Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Event description:
Healthcare professional reported rupture and exchange from textured to smooth. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: a.2, d.9, h.3, h.6.

Event description:
Healthcare professional reported rupture and exchange from textured to smooth. Device has been explanted. This relates to the left side.